Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 46.0 cm from the proximal end and kinked approximately 47.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured, and the embolization coil had offset winds throughout its length. This damage likely occurred due to forceful advancement of the ruby coil against resistance. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. The root cause of the initial resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while advancing an initial ruby coil through a non-penumbra microcatheter, the physician felt resistance and the ruby coil became stuck. The physician attempted to retract the ruby coil, however the embolization coil then unintentionally detached from the pusher assembly. The physician therefore removed the microcatheter with the ruby coil inside, and the procedure was completed using a lantern delivery microcatheter (lantern) and additional ruby coils. There was no report of an adverse effect to the patient.